Event description:
The customer reported that the sys would not display a fluoroscopic image, this rendered the system unusable. This could result in the delay or cancellation of a procedure. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.